Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
The patient was asymptomatic and was diagnosed with ra lead dislodgement. The patient was hospitalized and a ra lead repositioning was performed.